Event description:
It has been reported to philips that the image disk is full. The device was reported to have been in clinical use at the time of this issue. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system prompted image disk full message after the power loss of the whole hospital. The customer used fluoroscopy to continue the procedure without saving any images. The fse checked the power supply of the image disks and cable connections but didn't find any issues. All the disks were detected in the bios (built in operating software). The fse suspected the system configuration and hence recreated the image disk, which resolved the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.